Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A visual inspection was performed using a photo that was provided by the complainant sent. Based off the image provided, one of the attachment tabs of the insert was damaged. It is likely that the root cause of the event was improper technique during installation of the insert, as this can cause damage to the tabs and make it unable to remain attached to the clamp. The instructions for use states, "to place an insert, slide the tip of the clamp into the closed end of the insert. Press the insert onto the clamp by applying pressure at the tip and sliding the thumb across the insert towards the proximal end." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Aortic aneurysm repair- ms hansrani operating, aortic aneurism, clamped the iliac artery, when removing the clamp noticed it was coming loose, upon inspection one of the arms had broken, had to be retrieved from the patient, case was completed patient recovered as usual . Actual event sample was not kept, pictures were taken and it was disposed of, they have never had this problem before . Additional information received over the phone from the rep on 15 february 2017: the part that was broken was the blue insert, which detached from the clamp. There was nothing wrong with the clamp itself. Patient status: the patient did not receive an injury.